Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The lead was found to have loss of capture at maximum output. During the procedure, fluoroscopy reveled that the lead had dislodged from the appendage. The lead was explanted and replaced. Should additional information become available, it will be added to this file.